Manufacturer narrative:
The pump was received with no select, right arrow, or down arrow button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response. The pump was also received with the case cracked behind the pump near the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was damaged and crack on battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.